Event description:
Additional information was received 19sep2019: the balloon "exploded" (burst) as it was put in place.

Manufacturer narrative:
Additional information: investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformance's related to the reported failure mode. Because there are no related non-conformance's, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. Precautions: avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony. A definitive cause for the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # : k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
At some point after a bakri tamponade balloon catheter was placed, the balloon exploded (burst) inside the patient. Another bakri tamponade balloon catheter was placed to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Additional information has been requested and will be submitted when/if it is received on a follow-up report.